Manufacturer narrative:
Additional information has been requested and if made available will be reported in a supplemental report. Method, result, and conclusion codes will be made available following an engineering evaluation.

Event description:
During revision spine surgery, the surgeon noticed that the 7.5 x 45 xia 3 poly screw tulip head was not attached to the screw shank.

Manufacturer narrative:
Method: visual inspection, functional inspection, and device history review. Results: visual inspection: upon inspection, the returned bone screw and tulip were confirmed to be disengaged from each other. Furthermore, the retaining clip was observed to be significantly deformed. Functional inspection: due to the tulip and bone screw being separated, functional testing could not be performed. Device history review: no relevant deviations in regards to the failure mode were reported upon review of the manufacturing records. Conclusion: the disengaged tulip was discovered during a revision surgery. The revision surgery was performed due to a nonunion in a one level spine surgery, and the tulip disengagement was noticed during surgery, and not before. However there are indications on the bone screw and the retaining clip that indicate an excessive tightening load was applied while the screw was at a maximum angle during the original surgery. The returned blocker was examined and the interior appeared to be stripped. This is another indication of excessive force. Review of previous complaints and findings of r&d engineers has revealed that over tightening is the principal cause of tulip disengagement. The implantation at maximal angulation can be the additional factor that facilitates the disengagement of the tulip.

Event description:
During revision spine surgery, the surgeon noticed that the 7.5 x 45 xia 3 poly screw tulip head was not attached to the screw shank.